Event description:
It was reported that during a posterior labral repair surgery at first the anchor went in fine and seated nicely. When the surgeon shuffled the blue repair suture through the anchor with the tiger tape loop the blue repair suture slipped out of the loop as soon as it encountered resistance. Suture was folded over at the purple line and all necessary steps were followed before this happened. The surgeon is working through a gemini cannula (ar-6572) this is a more common issue he has noticed, as soon as the blue repair suture meets any sort of resistance it slips out of the tiger tape loop at times. It either pulls out before going through the anchor or it slips out of the loop after going through the anchor but still in the joint. The surgeon then needed to grasp the loose end and tension the anchor. The surgery was finished successfully with a different device (ar-2923bc). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.